Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. Surgical intervention may occur to address the issue.

Event description:
Additional information was received wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: manufacturing reference number 3006705815-2022-17113 should not have been reported as a medical device report (MDR) after additional information received confirmed the device meets or exceeds 75% expected longevity. There is no device malfunction.